Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and ECG strips on the day of the event and incoming functional testing. The software flag files revealed a shock occurred during the time in question and the response buttons were not depressed. Additionally, incoming functional testing was conducted on the suspect device. During functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery, as well as after the treatment was delivered. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with rvr. The rapid rate satisfied the rate detector of the detection algorithm. The cause of the treatment could not be positively identified through cause and effect analysis (90e0012_a09_revfi). The following could not be ruled out as contributing factors: rate exceeds programmed threshold. ECG morphology change. Response buttons pressed earlier in the detection sequence but not immediately prior to shock delivery. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious and at home at the time of the event. Atrial fibrillation (af) with rapid ventricular response (rvr) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery, as well as after the treatment was delivered. The response buttons functioned appropriately. The patient went to the emergency room after the event and continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.